Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire field service went onsite. Unit is working on specification. No ventilator inoperable noticed. Found out that the battery was depleted . All values were within specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has vent inop (ventilator inoperable). As of this time, there is no information about patient involvement associated with this reported event.